Manufacturer narrative:
The baxter technician found the sidecomm pcb needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sidecomm pcb to resolve the reported event. Based on this information, no further action is required.

Event description:
On 19-nov-2025, a company representative - service personnel contacted technical service to report that versacare frame (product code p3200b000029, serial number (B)(6)), had bed exit alarm not alarming at nurse's station. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.